Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
New information received indicates that this device was explanted for an unrelated reason and replaced without incident.

Manufacturer narrative:
As of today, this product remains in-service without further complications. Shoud additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the latitude system declared a yellow alert due to left ventricular (lv) high out of range impedances being detected with this cardioverter resynchronization therapy defibrillator (crt-d). It was reported that they were 1100 ohms at implant and are now greater than 2000 ohms. It was reported that lv thresholds and sensing are good and there was no noise. The field representative tried to produce noise with isometrics; however there was no noise evident on the lv electrogram. There have been no adverse patient affects with the rise in the impedances as the lead continues to function as expected beyond the change in impedance. Technical services (ts) suggests checking all 6 pacing configurations and to evaluate the tip versus ring issue. Subsequent information indicated that the impedance were greater than 2000 ohms when programmed to lv tip to lv ring. All other configurations were at or around 1050 ohms. The lv pacing vector was reprogrammed to lv tip to rv coil.